Event description:
It was reported that balloon rupture occurred. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation in a severely calcified vessel. However, during second inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation in a severely calcified vessel. However, during second inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the target lesion was 99% stenosed and mildly tortuous vessel in endovascular thrombectomy (evt). The balloon was inflated for 3 seconds. The device was removed without any problem.